Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys free psa immunoassay and elecsys total psa immunoassay results for 1 patient sample tested on a cobas 8000 e801 module. The customer suspects that there is an interference present in the patient sample. This medwatch will cover the total psa data. Please refer to the medwatch with patient identifier (B)(6) for data on the free psa. The initial free psa result was 3.87 ng/ml with repeat results of 3.91 ng/ml and 3.65 ng/ml. The initial total psa result was 3.00 ng/ml with repeat results of 3.05 ng/ml and 2.99 ng/ml. No erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The reagent expiration date was provided as july 2019. The calibration data is within acceptable range for both total psa and free psa. The level 2 qc recovery is within acceptable range for both total psa and free psa. The level 1 qc recovery was not provided. The sample was tested during the investigation and results similar to the customer's were obtained. The investigations suggest the presence of a rare psa isoform that does not react as strongly with the tpsa reagent. The investigation did not identify a product problem.  The cause of the event could not be determined as insufficient sample material was available.